Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump just automatically became blank screen after 20 to 30 seconds. Customer's blood glucose value was unknown at the time of the incident. Customer noticed that the insulin pump's screen became black after a couple of seconds. The device will not be return for analysis.